Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced a drainage at the incision site and subsequently was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the device ans was subsequently treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.